Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during drain3. The home patient (hp) stated they disconnected to use the bathroom and when they returned the hc was already in drain. The technical service representative (tsr) explained the alarm to the hp, reviewed proper procedures, assisted to clear the alarm and advised to start over with new supplies or continue with a manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the nurse, it was found that this was an isolated event. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient disconnecting from the set during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.